Event description:
Had a micro-needling rf with cool peel procedure conducted on 5/10 using cartessa virtue rf. Per literature 24 hour recovery with little to no side effects expected. Post day 1 I had extreme edema and post day 2 edema in my face worsened so much so that it was obstructing my vision. Dermatologist prescribed a medrol dose pack. Day 8 swelling abated but left with erythema, hyperpigmentation and track marks from the device. Prescribed topical steroid, burn ointment and hydroquinone and told to abstain from any sun exposure for the next 3 months. Unsure if I will be left with scarring or hyperpigmentation. I can provide pictures if necessary. FDA safety report ID# (B)(4).